Event description:
It was reported that during implant procedure, the left ventricular lead exhibited low impedance. The lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.